Event description:
This report is being filed after the subsequent review of the following journal article, aldrian, s. Et al. (2013). Fixation of supracondylar femoral fractures following total knee arthroplasty: is there any difference comparing angular stable plate fixation versus rigid interlocking nail fixation? Arch orthop trauma surg, 133, 921-927. The authors conducted a retrospective study of 86 patients (62 female and 24 male; average age: 75.6 years) with supracondylar periprosthetic femoral fractures between 1996 and 2010 to compare the clinical and radiographic outcome after angular stable plate fixation and rigid interlocking nail fixation of supracondylar femoral fractures following total knee arthroplasty. Forty eight patients underwent implantation of angular stable plate devices, synthes less invasive stabilization system plate (group a); 38 patients underwent stabilization with rigid interlocking nail of competitor (group b). The authors reported the following complications in group a: non-union with severe motion pain and subsequent revision surgery with supplemental bone grafting (seven), three of the seven presented with plate breakage prior to surgery; incorrect reduction or lack of reduction (two); secondary loss of reduction (three) and implant failure (three), four of which required revision surgery; wound infection treated successfully with antibiotic therapy for several days (one); mal positioning of plate and screws (one). The authors concluded that intramedullary nail fixation showed slight advantages over lateral plate fixation. This is a reportable malfunction report for incorrect reduction or lack of reduction (two) and mal positioning of plate and screws (one). This report is for an unknown less invasive stabilization system plate. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Aldrian, s. Et al. (2013). Fixation of supracondylar femoral fractures following total knee arthroplasty: is there any difference comparing angular stable plate fixation versus rigid interlocking nail fixation? Arch orthop trauma surg, 133, 921-927. This report is for an unknown less invasive stabilization system plate. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.